Event description:
(B)(4). Had pain in pelvic area, period got heavy and lasted up to 14 days; spotting after sex; this was just in terms begin. Started to have other issues such as numb feeling in my right calf and toe, fatigue, muscle aches, doctor did ablation for bleeding. Had blood test; came back negative. Had bladder leaking, yeast infection, bacterial infections ended up with getting bladder sling; was supposed to be same day surgery, but I swelled so bad; was admitted to the hospital, then got kidney stone needed surgery, then had chronic diarrhea, admitted to hospital for 3 days. Unexplained rash. So tired and getting worse, feel very itchy.